Manufacturer narrative:
UDI (B)(4). The catheter was returned and evaluated.device history records (dhrs) could not be reviewed as a lot number was not provided. No visible damage to the millar sensor, catheter material, or connector was observed. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of quality records found the component met all manufacturing and quality testing/inspection specifications. Based on the evaluation, the reported issue was not able to be confirmed. The device performed as expected.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the microsensor was inserted by neurosurgeon. Instructions for insertion and use were followed. Immediately after insertion, the measured icp was approximately 30. Within thirty minutes the icp was 0. Within an hour of insertion there were very large vacillations in the icp. The icp would read over 300 and -6 within seconds. Any movement of the patient or external portion of it was reported would exacerbate this.